Manufacturer narrative:
This event will be reported as an MDR, since based on the information available at this time we cannot rule out that the use of jada contributed to the need to escalate care to hysterectomy. We will amend this summary if additional information is available.

Event description:
The patient (B)(6) with central placental previa who had an elective cesarean section at 37 weeks 5 days gestation on (B)(6) 2021. After delivery of the placenta, no gross fragments were noted. It was reported that the patient's uterus cleared and there was bleeding secondary to atony in the lower uterine segment. Uterotonics were administered prior to jada insertion: methergine, pitocin, hemabate, txa, and cytotec. A compression suture (b-lynch suture) was placed. Jada was used and it was reported that it did not provide adequate suction. Treatment escalated to hysterectomy and administration of red blood cells (10 units), platelets (3 units), fresh frozen plasma (3 units), and cryoprecipitate (3 units). Estimated blood loss for this event was 6145 ml. The patient was stable following this event.

Manufacturer narrative:
This event will be reported as an MDR, since based on the information available at this time we cannot rule out that the use of jada contributed to the need to escalate care to hysterectomy. We will amend this summary if additional information is available.

Event description:
The patient (B)(6) with central placental previa who had an elective cesarean section at 37 weeks 5 days gestation on (B)(6) 2021. After delivery of the placenta, no gross fragments were noted. It was reported that the patient's uterus cleared and there was bleeding secondary to atony in the lower uterine segment. Uterotonics were administered prior to jada insertion: methergine, pitocin, hemabate, txa, and cytotec. A compression suture (b-lynch suture) was placed. Jada was used and it was reported that it did not provide adequate suction. Treatment escalated to hysterectomy and administration of red blood cells (10 units), platelets (3 units), fresh frozen plasma (3 units), and cryoprecipitate (3 units). Estimated blood loss for this event was 6145 ml. The patient was stable following this event.